Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days proir. All repeat results were generated the next day. Initial result was 154.3, repeat result was 302.5.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days prior. All repeat results were generated the next day. Initial result was 586.7, repeat result was 1065.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated on two days prior. All repeat results were generated the next day. Initial result was 154.9, repeat result was 473.2.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days prior. All repeat results were generated the next day. Initial result was 185.3, repeat result was 295.9.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days prior. All repeat results were generated the next day. Initial result was 136.3, repeat result was 261.5.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days prior. All repeat results were generated the next day. Initial result was 92.97, repeat result was 230.2.

Event description:
The user stated he was recovering low vitamin b12 results for pt samples for 2-3 months. No specific pt info was provided until 2009. The user stated 8 pt samples with initially low results were repeated and recovered results within normal range. Only 5 of these results were released and were questioned by the physician who did not treat the pts based on the results. Of the 8 pt sample provided, 7 were considered discrepant. All results are in pg per ml. All initial results were generated two days prior. All repeat results were generated the next day. Initial result was 145.8, repeat result was 304.6.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.

Manufacturer narrative:
The field service rep determined the measuring cells were deteriorating. He replaced the tubing and measuring cells. To verify the analyzer performance, performance checks were done with results within specs.